Event description:
It was reported that a pericardial effusion and steam pop occurred which was resolved with pericardiocentesis.

Manufacturer narrative:
The catheter was discarded after the procedure. Review of the device history records for this lot indicated no related issues. The cause for the reported pericardial effusion and subsequent pericardiocentesis remain unknown. Catheters are 100% inspected in-process, and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."